Event description:
It was reported that during reprocessing, wire were broken on a large suturecut needle driver instrument. It was found prior to the procedure in spd. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not reported was that the cable crimp slipped out of crimp pocket on the grip and was exposed on the outside of the grip. Additional observation not reported was a frayed grip cable. The grip open cable on the same side as the broken cable exhibited fraying near the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Failure analysis concluded the indentations were likely due to mishandling / misuse. The pulley edge on which the frayed cable was seated had an indentation. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken / frayed cable ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.